Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that there was a complaint against an absolute pro 5.0 x 80 mm stent delivery system (sds) and an absolute pro (size unknown)sds during preparation. It is assumed that both of the absolute pro stents were accidentally partially deployed by operator before inserting into the sheath. There was no patient involvement and no clinically significant delay in the procedure reported. No additional information was provided.